Event description:
The customer reported to baxter (B)(4) one ce infusor lv 5 in which the balloon inside the infusor ruptured during the patient's infusion of a 230ml solution of 5-fluorouracil and saline. The patient disconnected on his own and the port that was inserted into the patient became blocked as a result of incorrect removal. An unknown patient injury was reported to have occurred. It is unknown if any medical intervention was required. The patient outcome is reported as "patient is doing well." No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This issue has been investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, the product information was available from the end user. An internal investigation has been initiated. Once the evaluation is complete, a follow up report will be submitted. If additional information or samples become available, a follow up report will be submitted.